Event description:
Revision surgery is to be performed because of poly wear / breakage.

Manufacturer narrative:
This complaint is still under investigation. MFR will notify the FDA of the results of this investigation once it has been completed.